Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 3 MDR's filed for the same patient (reference 1825034-2015-00870 & 2016-03086 & 03070). Product location unknown.

Event description:
Patient reported undergoing a left hip revision procedure approximately eight years post-implantation due to pain, difficulty walking, difficulty bending over, fluid retention, and possible loosening of the acetabular component. The modular head was removed and replaced and the acetabular component was replaced with competitor components. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Medical records confirm patient was revised 8 years post-implantation due to failure of the acetabular component. Medical records further note yellow-tan fluid and gray-tan tissue within the joint and fibrous connective tissue containing histiocytes and foreign black material.